Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use . The remote service engineer (rse) analyzed the system remotely and identified that the host pc was showing blue screen error intermittently. The philips field service engineer (fse) went onsite and confirmed the reported problem. The fse replaced host pc os disk and no patient data loss since transferred all patient data to customer workstations and pac. Following the replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was not booting up intermittently. No harm was reported to philips. Philips has started an investigation of this complaint.